Event description:
Device appears to be intermittently under-sensing on atrial lead. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).